Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 12/19/17: it was reported that the green part is the tramper they advised that it did not detach during deployment so they used another. No harm to patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angioseal vip was returned for evaluation. The carrier tube was returned separate from the hemostasis sheath. The hemostasis sheath had the bypass tube mated on its proximal end. Both devices were covered in blood like substances upon receipt. Some length of the suture hung from the distal tip of the carrier tube. The green tamper tube was visible at this distal tip as well. The tamper tube was able to slide out of the tube easily and no obstruction was noted upon its complete exit. Upon microscopic examination of the distal tip of the carrier tube no anomalies were found. There was a flat impression at the tip which suggested placement of the bypass tube (the impression had hardened due to exposure to blood like substances, moisture and high temperatures), because of this, the inner diameter was not able to be measured. The outer diameter of the tamper tube was measured and found to be within the dimensional specifications active at the time of manufacturing. The monofold of the hemostasis sheath was checked and no visual anomalies were found. Based on the evaluation of the returned device and the complaint information, the cause of the event cannot be determined. No dimensional inconsistencies were noted and no material damage was apparent. Since excessive blood like substances were noted, it may be likely that some temporary external obstruction may have led to the event, but, this cannot be confirmed with the available evidence. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device was not implanted, device was not implanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings.

Event description:
The user facility reported that the device did not deploy. The green part was not released to push down the collagen anchor. It was reported that this happened before use on patient. It was done during preparation.